Manufacturer narrative:
The reporter's meter and strips of lot number 48628721 were returned for investigation. The returned product was tested with a retention meter and a lin3 control. Testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.4 inr qc 2: 5.4 inr qc 3: 5.4 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation: occupation is lay user/patient. The customer's meter and both vials of test strips were requested for investigation. The customer's product was returned. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4), using different test strip lots. At 9:10 am the meter result was 2.0 inr using strip lot 48628721. At 9:26 am the meter result was 1.3 inr using strip lot 48628721. At 9:37 am the meter result was 2.4 inr using strip lot 49682521. The customer reported this result. The customer used different fingers for each test. The expiration date for strip lot 48628721 is 10-dec-2022. The customer's therapeutic range is 2.5 to 3.5 inr.

Manufacturer narrative:
The reporter's meter and strips of lot number: 48628721 were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.